Manufacturer narrative:
Correction: device details under section d (suspect medical device, was previously unknown. This has now been updated accordingly. This report is submitted on april 07, 2023.

Manufacturer narrative:
This report is submitted on march 06, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to unknown reason. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction : amended device analysis report attached. This report is submitted on (B)(6), 2023.